Event description:
It was reported by the patient that when the remote monitor was connected into the phone lines, the home phones were disabled. When the monitor was disconnected the phones worked. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and preliminary analysis found the device would not interrogate when the button was pushed. An interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.